Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the permanent cautery spatula could not fire and there was energy leakage found. The procedure was otherwise completed using a backup permanent cautery spatula with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no apparent damage seen by the nursing team when inspecting the permanent cautery spatula prior to use. The permanent cautery spatula was cutting tissue and coagulating with lymph nodes when the issue occurred. There was arcing observed between the jaws. The energy that was activated when the issue occurred was monopolar cut 25, monopolar coagulation 25, and bipolar 35. The monopolar cord was not connected to a bipolar instrument. A covidien fx generator was used with settings cut 25 and coagulation 25. The instrument tips did not collide with any other instrument or tool. The permanent cautery spatula tip was in contact with tissue when the issue occurred. The instrument tip did not touch any staples, clips, or sutures while energized. The tip was not immersed in liquid or contaminated by carbonized tissue prior to activation. The surgeon believes the issue was caused by damaged insulation on the conductor wire. There was no injury to the patient and the patient did not return to the hospital due to experiencing any post-surgical complications. The permanent cautery spatula will be returned to isi for evaluation. There was no video recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint of the permanent cautery spatula (pcs) instrument could not fire. Failure analysis found the primary finding cannot verify the customer reported complaint. The instrument passed the electrical continuity test. The pcs instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions and was fully functional. Additional observation(s) not reported by site: the instrument was found to have corrosion on one or more clamping pulleys in the back end. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. An image was submitted and reviewed by a regulatory post market surveillance (rpms) analyst. Review of the provided image is inconclusive as the image is of the instrument housing only. A review of the device logs for the permanent cautery spatula (part #420184-14 / lot/serial #(B)(4) associated with this event has been performed. Per review of the logs, the permanent cautery spatula was last used on (B)(6)2022 via system serial (B)(4). There were 8 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is being reported due to the following conclusion: it was alleged that the instrument arced. The allegation of instrument arcing could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.